Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had audio anomaly. The customer's blood glucose level was unknown. The customer stated that the insulin pump had noise anomaly while rewind. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, displacement test and basic occlusion test. Motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to priming anomaly. No noise anomaly noted. No motor position encoder error alarm noted. Motor passed motor test.